Event description:
Boston scientific crm received information that, during a routine follow-up procedure, it was noted this device had measured a shock impedance greater than 125 ohms. No intervention was performed. At a second follow-up, the impedance measurement was still out of range. No specific adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was reconnected. Following the revision, all lead measurements were in the acceptable range. The physician believed the lead was likely not secured properly at implant. No further information is available. If additional information becomes available, this event will be updated and resubmitted.